Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming. Customer does not recall any significant events leading to the error. Customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting was done for error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.